Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that oversensing caused pacing inhibition; the patient was asymptomatic. The physician suspected lead damage due to clavicular crush. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the insulation was abraded exposing the outer coil at 5.4 cm to 5.5 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.